Manufacturer narrative:
This report is being filed on an international product list 08k25-25, that has a similar product distributed in the u.s., list 08k25-27. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased parathyroid hormone (ipth) results while using the architect ipth assay. The following results data was provided by the customer: (B)(6) 2016: sid (B)(6): initial 6.4 pmol/l, retest 20.3 pmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency was not identified for the architect ipth reagent list number 08k25, lot number 01916c000.